Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that patient was having some discomfort over the ipg placement location and felt like the ipg migrated to the skin. The patient underwent a revision procedure wherein the ipg was moved lower to the patients buttock. The ipg remains implanted and the patient was doing well postoperatively.